Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event occurred in the emergency room. During insertion, blood leaked into the catheter guard. While pt transferred to the intensive care unit (ICU), the blood had stopped leaking into the catheter guard. As s result, the temporary pace kit was removed and replaced with a permanent pacemaker. No medical/surgical intervention was required. There was no delay or interruption in therapy. There was no report of pt death or injury. The pt outcome was the pt was moved into ICU and the temporary pacemaker was replaced with a permanent pacemaker with no complications.